Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed to reboot or connect to server. A field service engineer (fse) determined that the station failed to boot successfully and exhibited symptoms of a corrupted database. The fse performed a full system reimage. After completing the reimage, the fse configured remote support service (rss) and components manager on the device. The fse tested connectivity by successfully remoting into the hardware via rss and performed a data synchronization. The customer then confirmed successful login to the application. Finally, the fse rebooted the station and verified that it powered up normally, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device did not reboot or connect to the server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.